Event description:
As reported by the user facility (translation of user facility info by (B)(6) sales organization in (B)(6)): easypump 2 day filled at 100ml no diffusion. The pt rendered the full (B)(6) 2012. Diluent/drug/concentration: nacl 52ml - 5fu 68ml. What was the device filled: flizzer.

Manufacturer narrative:
This report has been identified as (B)(4). The device is currently on shipping from (B)(6) for investigation. A f/u report will be provided after the inspection results are available.